Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on june 10, 2020. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluating the subject device, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified timing, the subject device gave the error e209 which indicated that the internal buffer was not connected. The service department of olympus (B)(4) checked the exterior and inside of the device and found that there was no abnormality. The service department of olympus (B)(4) initialized the internal memory in the service mode and restarted the subject device, then the reported issue was resolved. There was no report of patient injury associated with this event.